Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the patient fell in the middle of november. After the fall, the patient had increased pain in the right hip and low back and over the battery. The patient also stated that after the patient fell, when they tried charging it felt hot and painful over the battery. The patient had not charged the battery 3 months, so it was unable to be interrogated at the hcp office and the programmer was not charged. The patient was instructed to attempt to charge so they could put the device in MRI mode so the patient could have an MRI. The rep would meet with the patient again when able to keep the battery charged to optimize programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that no diagnostics available related to the patient's fall. The patient is to have a MRI, but have the rep has not heard back from the patient in regards to whether it is scheduled or any further issues with charging. No further information was reported.